Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the pump alarmed at 6am, pump showed completed. It was at a continuous infusion rate of 2.2 with 100ml volume. Only 91.80 was given. Infusion length was 46hrs, upstream sensor is on, lock level 10, patient was not affected. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.